Event description:
It was reported the tsw35 and ez45g were used during a prostatectomy and cyystectomy. It was reported both devices jammed during the procedure. A second tsw35 and ez45g were opened to complete the case. No other info is available. There was no consequence to the pt.